Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The device did not react on its own. No numbers ramping or scrolling screens noted. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery test due to button/keypad anomaly. The device had a scratched display window, cracked reservoir tube, cracked battery tube threads, and a bleeding lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.